Event description:
Procedure: open cholecystectomy. Cathplace: dual, peritoneum. Catheter broke inside patient during removal by surgeon. Catheter appears stretched and very thin at break point. Customer reports that there was no difficulty inserting the catheter or removing the introducer, but that extreme resistance was encountered during catheter removal. Catheter was not sutured in, but was secured to the patient with tegaderm. Approximately 5-7 cm of catheter broke off inside the patient. Customer reports that patient did not experience discomfort during removal. Date of event: (B)(6) 2011.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (dfu) ((B)(4)) states under cautions: "if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 minutes and try again. The patient's body movements may relieve the catheter to allow easier removal. If catheter is still difficult to remove, an x-ray is recommended. Do not cut or forcefully remove catheter. Results: device was received for evaluation and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed.